Event description:
Brakes not working.

Manufacturer narrative:
According to a hill-rom technician, the brake pedal was loose at frame. The hill-rom technician tightened and adjusted pedal to resolve the issue. Bed is working as specified.